Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the guidewire became stuck. During the procedure the physician had difficulty controlling the wire and it became stuck. The catheter was removed from the body and the wire was removed but when they reinserted the guidewire they were unable to advance it all the way through the catheter. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is not expected to be returned for analysis as it was disposed of by the site.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.